Manufacturer narrative:
Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No unexpected failed battery test alarms noted during testing. Insulin pump communicated properly with test guardian link transmitter. No auto mode anomalies noted during testing. Hardware low level failures (variable 3) was present in the pump trace download due to broken trace at pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Software error was present in the pump trace download due to software error (esf 2022281).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the device was not sounding. It would only vibrate. They received a hardware low level failure alarm during self-test. The customer's blood glucose prior to the call was 60 mg/dl. Their current blood glucose was 153 mg/dl. Troubleshooting was performed. They cleared the alarm. They performed another self-test and received another hardware low level failure alarm. The device also alerted a battery failed. The device passed the audio test. Troubleshooting could not be completed due to the call being dropped. The device will not be returned for analysis.